Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that normal preparation of the balloon was performed; however, the balloon failed to inflate post procedure. There were no reported patient effects. No additional event or patient information is available. This is being reported based on analysis of the returned device which revealed a balloon rupture.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the inflation lumen and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the balloon, 7 mm proximal to the distal marker extending distally for a length of 1 cm. There were no scratches visible on the balloon. The hypotube was separated, 45 cm distal to the strain relief tubing. There was a small piece of the jacket still attached. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There was a bend in the hypotube, 2.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The balloon was sent to scanning electron microscopy lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product is consistent with the product being inserted into the patient anatomy and with the product being pressurized when a leak or rupture occurred within the patient anatomy. It is possible that the balloon rupture occurred during the attempt to inflate the balloon and was perceived by the account as a difficulty to inflate. Balloon ruptures can be affected by numerous factors. Reportedly, the target lesion was mildly tortuous and was heavily calcified, which may have contributed to the noted balloon rupture. The returned catheter was sent to sem for further analysis. The analysis noted partial tears along the inner surface of the balloon material, which is consistent with multiple inflations and/or inflation of the balloon at high pressures. In this case, as no leak or rupture was noted during preparation for use, it is possible that the noted balloon rupture occurred during the procedure. Analysis of the returned product also noted that the hypotube was separated with a small piece of the jacket material still attached. As this damage was not noted during the inspection prior to use, this damage likely occurred during the procedure. The fracture faces were ovaled, as if kinked prior to the separation. This type of damage is often attributed to ductile overload at a bend. Analysis also noted that the material at the separation was stretched and jagged, suggesting that resistance was encountered and force was applied. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. Analysis also noted a bend in the hypotube. This damage was not originally reported and is possibly a result of procedural handling or handling of the product for packaging/shipment back to abbott vascular for evaluation. This damage does not appear to have contributed to the noted balloon rupture. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, attempts were made to get clarification on the noted balloon rupture, shaft separation and bend, as this damage was not originally reported. Although there is no indication of a product quality deficiency, a conclusive cause for the noted balloon rupture, shaft separation and bend could not be determined. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. This MDR is considered closed by the product performance group.